Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre sensor. The customer obtained higher sensor readings compared to readings obtained from a competitor brand meter. The customer experienced symptoms of headache, shaking, and seizure, requiring treatment of novorapid insulin (dose unknown) and analgin (painkiller) provided by ambulance personnel. There was no report of death or permanent impairment associated with this event.